Event description:
The leads were explanted due to suspicions of allergic reaction. The pt recovered without sequela after the device was removed. See mfg. Report #: 3007566237201003870. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4). (B) (4). The devices have been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.